Manufacturer narrative:
H3: the device was received for evaluation along with an image with no visual anomalies observed. No manufacturing anomalies were identified in the lot history review. Visual inspection found no defects. Functional testing, including priming and pressure leak testing, showed no leaks or air bubbles. The reported complaint of air bubbles could not be confirmed, and no malfunction was identified.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the kids kit drew air. They had to break line and replace kids kit with stopcock on double lumen PICC to draw am labs. The event occurred while in use with patient. There was no medical intervention required. The outcome of the event was resolved, replaced affected device with new supply. There was patient involvement. Patient was 2 months old, female.